Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of birth - patient was born in (B)(6). Concomitant products: 110003619, g7 ceramic liner, 3230050. 010000664, g7 pps ltd acet shell 54f, 3790818. 192013, echo por fmrl nc 13x145mm, 751010. Report source, foreign ¿ events occurred in (B)(6).

Event description:
It was reported that the patient underwent right hip arthroplasty. Subsequently, the patient suffered fascia rupture, and a surgical intervention, suture of the fascia, was performed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was able to be confirmed via clinical operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.